Manufacturer narrative:
Based on the available information, the service quote was canceled because the device has reached its end-of-life support (eos), and no work was performed by philips. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was a defib disarmed error message.